Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (acc tnl) result from a single patient sample that was generated by the unicel dxl 800 access instrument. The accu tnl result was 0.76ng/ml. The result was not reported out of the lab. Based on available information, the customer has a policy of repeating all "positive" accu tnl results. The patient original sample was re-tested for accu tnl. The repeated accu tnl result was 0.15ngml. The result was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.